Event description:
It was reported that an alarm for elective replacement indicator (eri) was confirmed by telemetry. The pump was interrogated on (B)(6) 2015 and the eri was 52 months. The pump was interrogated on the day of the report and eri had occurred with a replace-by date of (B)(6) 2015. Additional information received reported that the patient was awaiting a different surgery so the pump remained as it was. They will look to schedule a replacement when the patient is ready. The patient was going to be watched. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).